Event description:
A malfunction on the pump was reported by the caller, identified by a malfunction code that was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. Manual daily injections were suggested as a backup therapy to ensure continuous insulin delivery while awaiting the replacement.